Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. A visual inspection was conducted on ten retained samples, and no missing IV shield was found that could cause a needle stick injury. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: needle stick - prior to use/clean. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd preset¿ arterial blood collection syringe, the needle was exposed through the sterile barrier of the packaging causing a clean needlestick to the healthcare provider. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd preset¿ arterial blood collection syringe, the needle was exposed through the sterile barrier of the packaging causing a clean needlestick to the healthcare provider. No adverse impact was reported regarding the patient or user.